Manufacturer narrative:
A getinge fse was sent to investigate the issue. The fse states the x1 shuttle transducer was failing and determined the unit requires pim replacement. The fse replaced the pim and used a safety disk from a different iabp. The system passed all calibrations and functional testing. The autofill failure issue was resolved and the unit was returned to customer ready for use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not auto-fill. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.